Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during emergency coronary procedure proceed when the issue happened. The procedure was completed by moving the patient to another room with a delay of greater than 20 mins. A field service engineer (fse) visited the site and confirmed the reported problem. After reviewing the log, it found tube is currently out of range. Fse confirmed that there was tube over-current due to faulty x-ray tube. To resolve the problem, fse replaced the x-ray tube and return the part for further analysis, and it showed that the tube failed with a vacuum leak. After replacement of x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed an alert indicating a generator busy, no x-ray, which can impact imagine. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.